Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient admission status was not available in the station to remove and administer medications. A technical support specialist reported placeholder patients due to a delay in the active directory (adt) feed, which resulted in orders creating profiles with an unknown admission status. Adt messages were later processed successfully, admitting the profiles. No further issues were reported. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had patient status "unknown" in pyxis. Patients admitted to the ed and dialysis units had appeared with an ¿unknown¿ status and were not available in the pyxis machines for medication removal or administration. The customer had manually admitted these patients in the pyxis system so that nursing staff could view the patients and access their orders. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.